Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy pad messages/ code 204) was confirmed. As received, the belt failed incoming testing, specifically the te recognition test. Upon investigation, there was an open along the pulse wire between the front therapy electrode pad and ECG 'a'. The cause of the alarms and service code is the open pulse wire. The root cause for the open pulse wire was excessive force on the cable. No adverse event resulted from the open pulse wire.

Event description:
A u.s. Distributor returned electrode belt sn (B)(4) and reported that a patient received "check therapy pad" messages and service code 204 (belt unusable).